Event description:
Pt undergoing laparoscopic appendectomy. Surgeon reported that the stapler did not function properly. He did not say specifically what the issue was. There was no harm to the pt. Surgeon: (B)(6) md.